Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. The patient¿s daughter called when she noticed her follow app displayed 77 mg/dl. The patient answered the phone but did not respond; the daughter only heard the dog barking in the background which usually indicates something is wrong. The daughter contacted the neighbor to check on the patient. The neighbor found the patient diaphoretic and not responsive (unable to speak). The neighbor called emergency medical services (ems) and while waiting ems, the neighbor was instructed by the daughter (via telephone) to provide the patient with sugar water. The patient ingested enough sugar water to be able to eat a cookie and by the time ems arrived, her bg was 24 mg/dl. The patient ate a peanut butter sandwich and when ems left, her bg was 86 mg/dl. The patient declined transportation to the hospital. The patient¿s daughter had contacted the patient¿s sister who stayed with the patient until her bg was 110 mg/dl. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.